Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
When a cerner service pack was loaded into our system in march , the contents of the package adversely affected the blood bank's ability to use the "patient product inquiry" function (ppi). Ppi is used by the blood bank to perform a number of processes, most importantly a listing of patient's transfusion history. With this defect ,when ppi is selected, the computer freezes up and eventually gives us an error message. Not having the ability to use this function limits the blood bank's ability to view recent transfusion history, as well as blood type, antibodies, and other crucial blood bank information. Some, but not all, of this information can be located using other functions, with the major exception of recent transfusion history. While the screen is frozen, we are unable to use other cerner blood bank fucntions. In addition, at times, we have had multiple computer terminals tied up and unavailable for use until these script errors time out.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.